Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Event date: unk. Device manufacture date: unk. Lot number provided is invalid.

Event description:
Report received indicated the pt experienced some itching during a four week period. After four weeks of normal use with itching, subsequently after device removal the entire area under both wafer and tape border was very red, burning and itchy. No leakage was observed. No further info was provided and the pt outcome was not reported.